Event description:
Reporting status: serious injury - required intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that ninety mins post stent implantation, the pt experienced a drop in blood pressure, back pain and an st elevation. An angio was performed, during which, stent thrombosis was noted. The pt was treated with ballooning and medication. Pt was under observation and was reported normal after 24 hours. No additional event or pt info is available.